Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. The whole system, including the rv, pacemaker (pm) and right atrial (ra) lead was explanted and replaced. The patient was in stable condition.